Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The device was received operating in backup mode. Analysis of device image indicated autocapture was enabled during implant period as well as that device went into backup mode after explant, which is consistent with exposure to cold temperature. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. After the device was restored from backup mode, the device was found to be at elective replacement indicator (eri). Further analysis performed exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and the implant duration exceeds 75% of projected longevity indicating normal battery depletion.

Event description:
During an in clinic follow up, it was noted the device had unexpectedly reached the elective replacement indicator (eri). Technical support was contacted however, the cause of the drop in battery voltage could not be determined. A device exchange is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.